Event description:
The customer reported the ventilator went vent inop and alarmed due to inhalation and exhalation autozero failures. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer was unable to duplicate the reported event. Review of the device diagnostic history indicated a vent inop occurrence as reported. The service engineer replaced the sensor pcb board as a precaution to address the findings. Applicable final testing was completed and passed to operating specifications.